Event description:
It was reported that the radial jaw 3 biopsy forceps jaws were bent when the device was unpacked. The procedure was completed with another radial jaw 3 biopsy forceps. There was no clinical consequence to the pt.